Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical advice from healthcare professionals (via whatsapp) with diabetic ketoacidosis. The patient¿s blood glucose levels rose above 400 mg/dl while wearing the pod for approximately 62 hours. The patient¿s ketones measured 1.8. The patient reported that the pod was leaking insulin. It was also reported that the infusion site (abdomen) was swollen and red, the patient also reported feeling dizzy. The patient exchanged messages with a physician and a diabetes nurse who diagnosed diabetic ketoacidosis and advised the patient to hydrate, take electrolytes and monitor their blood glucose levels and ketones carefully. The patient was able to manage the situation without any further medical intervention.